Event description:
It was reported that the device had connection issue in both iui and communication error. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
The information received by bd was further evaluated by those qualified to make a medical judgment and have reasonably concluded that the device did not cause or contribute to a death or serious injury. Furthermore, the reported malfunction would not be likely to cause or contribute to a death or serious injury, if it were to recur. Please disregard this report.

Event description:
It was reported that the device had connection issue in both iui and communication error. There was no patient involvement.

Event description:
It was reported that the device had connection issue in both iui and communication error. There was no patient involvement.

Manufacturer narrative:
Field technician stated issue of ¿iui¿s not connecting¿ was partially confirmed that the pcu couldn¿t communicate on the left iui only. Both iui¿s were removed, and a bent pin observed on the left iui. The right iui was not damaged in any way. A new left iui was installed for testing and the left iui connection was restored. On 07-nov-2024, pcu device was received unboxed and with paperwork. External investigation did confirm the reported problem upon power up. Internal investigation was not deemed necessary. Device to be returned to san diego repair center for processing. Recommend bd san diego repair center to replace left iui. Failure investigation report attached to qn in sap this report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.